Manufacturer narrative:
Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: there was no performance allegation. There was not enough information to make any determination based on the actual device. The most likely root cause was traced to a component failure. Product analysis occurred. The primary analysis finding was: the distal conductor of the lead developed a fracture due to flexing while in vivo. Additional finding(s) include: the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Further action was not required because an existing corrective action or investigation is applicable. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced for an unknown reason. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.